Event description:
It was reported that pneumothorax occurred during implant. At subsequent follow-up, decreased sensing amplitudes and high capture threshold were observed. The lead was repositioned successfully, and the patient tolerated the procedure well.